Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the control unit did not function. This was attributed to normal wear. Maintenance was performed and the device was repaired and returned to the customer on (B)(4) 2012. Placeholder.

Event description:
Customer reported that the device suddenly started the motor lying on the deposit station while the trigger was locked. It was not possible to stop the motor, so the device had to be unplugged from the wall. The next day, the device worked fine, but it had never been used again during surgery/operations. This is report 1 of 1 for complaint #(B)(4).